Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previously submitted report was sent in error. It was determined by management that this is not a product complaint, therefore, this is not considered to be a reportable malfunction.

Event description:
Report 3 of 4 it was reported that bd max¿ enteric bacterial panel patient was positive for yersinia and vibrio and repeated duplicate tests were negative. The following information was provided by the initial reporter: on aug 3, another patient was positive for yersinia and vibrio and repeated duplicate tests were negative. Accession # (B)(6), run#1206/1209, enteric lot# 3088948, extended lot# 2355384, initial result vibrio + final result reported vibrio neg accession # (B)(6), run#1324/1326, enteric lot# 3081377, extended lot# 3066109, initial result vibro + and yersinia + final result reported vibrio neg and yersinia neg. Accession # (B)(6), run#1344/1346, enteric lot# 3081377, extended lot# 3066109, initial result campy + and yersinia + final result reported campy + and yersinia neg.

Event description:
Report 3 of 4. It was reported that bd max¿ enteric bacterial panel patient was positive for yersinia and vibrio and repeated duplicate tests were negative. The following information was provided by the initial reporter: on(B)(6) another patient was positive for yersinia and vibrio and repeated duplicate tests were negative. Accession #2316403783, run#1206/1209, position a9/a3 & a4, enteric lot# 3088948, extended lot# 2355384, initial result vibrio + final result reported vibrio neg, accession #2321403879, run#1324/1326, position a9/a1 & a2, enteric lot# 3081377, extended lot# 3066109, initial result vibro + and yersinia + final result reported vibrio neg and yersinia neg, accession #2322001055, run#1344/1346, position a7/b5 & b6, enteric lot# 3081377, extended lot# 3066109, initial result campy + and yersinia + final result reported campy + and yersinia neg.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.